Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that during surgery, but prior to use on a patient, an instrument broke apart. The trigger on the disposable endoscopy device was pulled and the jaw opened. Upon jaw opening, a small metal pin fell out (approx. 10 mm long). The pin did not fall into the patient's body and there was no patient harm. Further details about the procedure and patient were not provided.

Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx 5000 digital microscope and panasonic dmc tz8 digital camera. First we made a visual inspection of the broken off pin. The pin itself shows no hints of bending, dents or other damages. The plastic retainer, which holds the pin, is broken. The pin hole in the draw bar is damaged and bent. Conclusion and root cause: the root cause for the problem is most probably manufacturing related. Rationale: the damages and deformations at the individual parts in the jaw are indications of an assembly failure. We assume, that the worker tried to push in the pin in the wrong direction (one side is conical). By applying too much force, the retainer was damaged and the drawbar was bent. No CAPA is necessary.